Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported after puncture, the wire guide could not be inserted into the needle due to the presence of a knot at the wire guide's extremity. A new set was used.